Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that after clear fluid noted in drug when PICC flushed, approximately 7-8cm there is a small pinhole in the PICC line. This would have been approximately 3-4 cm from the insertion pit/fit under the skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that after clear fluid noted in drug when PICC flushed, approximately 7-8cm there is a small pinhole in the PICC line. This would have been approximately 3-4 cm from the insertion pit/fit under the skin.

Event description:
It was reported by customer that after clear fluid noted in drug when PICC flushed, approximately 7-8cm there is a small pinhole in the PICC line. This would have been approximately 3-4 cm from the insertion site under the skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc was returned for evaluation. A functional test of attempting to pressurize the returned powerpicc with water using a 12 ml syringe revealed a leak just proximal of the 7 cm depth marker at the observed kink in the catheter. A microscopic observation revealed a longitudinally aligned split along the extrusion line of the catheter. A granular fracture surface was observed. The catheter wall thickness was measured near the fracture site and found to be within manufacturing specifications. Because the fracture was observed at the defined kink near the insertion site of the catheter, the complaint is confirmed and was determined to be caused by sharp kinking of the indwelling catheter shaft. This complaint will be recorded for future trending and monitoring purposes.